Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to a bent cannula. The readings obtained were 22 mmol/l and 25 mmol/l. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2016. Patient received an "insulin IV" for treatment of the elevated blood glucose levels. It is unknown what kind of insulin was provided or how much. Product will not be returned for evaluation.

Manufacturer narrative:
Corrected product in field.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to a bent cannula. The readings obtained were 22 mmol/l and 25 mmol/l. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2016. Patient received an "insulin IV" for treatment of the elevated blood glucose levels. It is unknown what kind of insulin was provided or how much. Product will not be returned for evaluation.